Event description:
Revision surgery - the patient fell and fractured his femur.

Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured femur after 1.7 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number; one due to dislocation and one due to trauma. The root cause for the fractured femur was due to the patient falling. There is no indication of a product or process issue affecting implant safety or effectiveness.